Manufacturer narrative:
Calibration was performed on the day of the event and was acceptable. Qc data showed values out of range. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 3 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, patient ID 440831 had an initial hcg result of 26.90 miu/ml. The repeat result was 3.28 miu/ml. The sample was sent to another lab and the result was "negative." The exact result and date of measurement were requested but not provided. On (B)(6) 2022, the second repeat result was 0.100 miu/ml with flag. This result was deemed correct. On (B)(6) 2022, patient ID 440570 had an initial hcg result of 16.16 miu/ml with flag. The repeat result was 34.81 miu/ml. The repeat result was reported outside of the laboratory. The sample was sent to another lab and the result was "negative." The exact result and date of measurement were requested but not provided. On (B)(6) 2022, the second repeat result was 0.100 miu/ml with flag. The "negative" result was deemed correct. On (B)(6) 2022, patient ID x had an initial hcg result of 1.52 miu/ml. The first repeat result was 11.05 miu/ml and the second repeat result was 1.90 miu/ml. The sample was sent to another lab and the result was "negative." The exact result and date of measurement were requested but not provided. No questionable results for patient ids (B)(6) and x were reported outside of the laboratory. The reagent lot number is 614888 and the expiration date is 31-jul-2023.